Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the endoscope reprocessor was not used for 14 days and was not prepared for long-term storage properly, which resulted in error messages being displayed. There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: h2, h6, h11. The device was not returned to olympus for inspection. The reportable malfunction was confirmed by the technical assistance center. Based on the results of the investigation, the root cause was improper routine or preventative maintenance. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.